Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 420mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The customer stated that she was connected to the insulin pump at time of her admission and was given a manual injection of 5.0 units. However, her glucose level continued being in the 400's, and she was put on an insulin drip. The customer stated that educator checked her site and recommended to use the abdominal area instead of the lower back due to scar tissue. The customer stated that she will call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.